Manufacturer narrative:
The product involved with this event was requested to be returned for analysis, but it has not been returned. Therefore, failure analysis of the product related to the complaint cannot be performed. Electrolube is not provided by intuitive surgical and is not suggested in the tip cover accessory or monopolar curved scissors instructions for use. The use of electrolube with the monopolar curved scissors has not been validated by intuitive surgical.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell inside the patient and was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the mcs instrument and mcs tip cover accessory were inspected prior to use. There was no damage or anything out of the ordinary. Electrolube/other lubricant was applied to the mcs instrument prior to the tip cover installation. The mcs tip cover accessory was retrieved with a laparoscopic instrument. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The mcs instrument did not collide with any other instruments during the surgical procedure. The surgical staff did not feel any resistance upon removal of the mcs instrument through the cannula. The mcs instrument wrist was straightened upon removal. The surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, or cannula after the event occurred. The mcs instrument and mcs tip cover accessory were in use for 2 hours. The mcs tip cover accessory was properly installed during the surgical procedure. No part of the orange surface was visible after the mcs tip cover accessory was installed. A tool was used for the mcs tip cover installation. The tip cover accessory is available for return to isi for evaluation. The mcs instrument is not available for return to isi for evaluation.